Event description:
Patient reported left side "twisted" and a "knot". Healthcare professional additionally reported capsular contracture, baker grade IV and rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: twisted and a knot, capsular contracture baker grade IV, and rupture. Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side anterior assessed as unidentified (tear) opening. Wrinkles (creases) are observed but have no relationship with manufacturing.